Event description:
It was reported that the user experienced recurrent hypoglycemia throughout the day while using the ilet system, with device data indicating time spent in low glucose ranges and the user describing cyclical ¿rollercoaster¿ patterns of lows followed by correction and subsequent further lows; the user reported adhering to correction protocol using oral glucose and previously performed a factory reset and target change, and additional training was arranged to review hypoglycemia management. Symptoms included hypoglycemia with a low of 48 mg/dl without reported physical symptoms. Outcomes included frequent alerts and repeated need for corrective carbohydrate intake that affected daily activities. Investigation included customer support troubleshooting and education, review of device-reported glucose metrics, and referral for clinical management line training. Investigation of this case revealed no device malfunction identified, and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.